Manufacturer narrative:
An event of transient ischemic attack was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no allegation against the abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 health effect - clinical code: code 1770 removed.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer amulet delivery sheath. During the procedure, a 20mm amplatzer amulet left atrial appendage occluder was first attempted for implant, but it was determined to be a mis-sized device prior to the implant of the 22mm amulet occluder. The patient was administered 7500 units of heparin throughout the procedure: small dose prior to transseptal puncture, full dose after transseptal puncture, and another does after measuring the patient's activated clotting time (act) levels. It was reported the patient's act levels were 208 and 220 during the procedure. Upon awakening from the procedure, the patient could not move their right side. It was believed that the patient had a transient ischemic attack (tia) after the procedure. A CT scan of the brain was performed following the procedure, and after awhile the patient was able to move their right leg again and was able to talk again. The patient was also administered protamine to treat the stroke event. The patient was reported to be in stable condition and symptoms have completely resolved. The cause of the tia was unknown.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer amulet delivery sheath. During the procedure, a 20mm amplatzer amulet left atrial appendage occluder was first attempted for implant, but it was determined to be a mis-sized device prior to the implant of the 22mm amulet occluder. Upon awakening from the procedure, the patient could not move their right side. It was believed that the patient had a stroke after the procedure. A scan was performed following the procedure, and after awhile the patient was able to move their right leg again and was able to talk again. The patient was administered heparin throughout the procedure: small dose prior to transseptal puncture, full dose after transseptal puncture, and another does after measuring the patient's activated clotting time (act) levels. The patient was also administered protamine to treat the stroke event. It was reported the patient's act levels were 220 and was on anti-coagulation prior to procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.